Event description:
According to the facility on (B)(6) 2022 a leak was noticed on the ventilator graphics and upon inspection an area of heated wire made contact with the tubing melting a hole in the circuit and impacting the inspiratory and expiratory limbs.

Manufacturer narrative:
According to the facility on (B)(6) 2022 a leak was noticed on the ventilator graphics and upon inspection an area of heated wire made contact with the tubing melting a hole in the circuit and impacting the inspiratory and expiratory limbs. Per the facility the ventilator, circuit, and humidifier were changed and no serious injury occurred. Nothing out of the ordinary was noted as there was nothing covering the circuit, and there was no pinching or crushing noted. The patient was later extubated and moved off the floor. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.